Event description:
It was reported that the arctic sun device was making grumbling noise. Per additional information received via email on 29june2023.that was a bit ago but tech support had them drain some water out of the reservoir which fixed both the grumbling noise and it was inability to cool in the arctic sun device. Per sample evaluation results on 21dec2023, it was reported that the arctic sun device had leaking tank seals.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was making grumbling noise. Per additional information received via email on 29june2023.that was a bit ago but tech support had them drain some water out of the reservoir which fixed both the grumbling noise and it was inability to cool in the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.